Event description:
The customer reported intermittent control panel errors. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reseated the control panel cables. The system operates as intended.